Event description:
The health care provider (hcp) reported via the company representative (rep) that the patient's left implantable neurostimulator (ins) remaining battery capacity was at 2.80v. The right ins remaining battery capacity was at 2.93v. The left ins was going to be replaced on (B)(6) 2016. The patient complained that the previous ins (soletra) lasted 4.9 years, but the current ins (activa sc) will be replaced after 3 years. The doctor felt that the activa's battery life was shorter than that of the soletra. The device's lifespan was being suspected. The device settings were: 3.0v, 60 pulse width, 160hz. The following was unknown: impedances, polarity, + electrode number, - electrode number, usage time in a day. There was no x-ray image. There was no telemetry data. There was no health hazard to the patient. The severity of this event was considered not serious per physician's opinion. No symptoms were reported. The patient was alive with no injury. The indication for use included parkinson's disease. The rep reported two weeks later that the ins was replaced, however elective replacement indicator (eri) had not been displayed yet. There was a trend of a decrease in voltage. The patient has terminal cancer, and it was decided to perform the replacement procedure when the patient had enough energy.